Event description:
Allegedly revised due to pain.

Manufacturer narrative:
Additional information received 6/6/11:medwatch 3500a received from the user facility. No new information in report. This is the same event as 1043534-2011-00251. (B)(4)

Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00251.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.the product was visually examined. The complaint and device history record were reviewed. (B)(4).